Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent sling implantation with a concurrent surgical procedure of a hysterectomy. The patient underwent mesh removal on (B)(6) 2007 due to mesh erosion, pelvic pain, dyspareunia and chronic infections. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele, vault prolapse and stress urinary incontinence. The patient experienced painful intercourse, vaginal discharge, trauma from two additional surgeries to revise mesh, suffered psychologically and emotionally, depression, a decrease in her entire quality of life and damage to her marriage. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05198. The same patient is represented in each medwatch.